Manufacturer narrative:
The account replaced the head drive to resolve the issue.

Event description:
The account alleged the bed would not go into emergency trendelenberg mode when the cardiopulmonary resuscitation lever was activated. No reported injury.